Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm. The customer¿s blood glucose was 185 mg/dl. Troubleshooting was performed for no delivery alarm. The customer stated the insulin did not exit. The customer stated they have another infusion set for testing. Customer stated they are able to troubleshoot for a potential reservoir and infusion set issue at this time. Advised to assemble a new infusion set with current reservoir, however the insulin did not exit. The customer stated they have another reservoir for testing, the customer stated the insulin pump did not alarm no delivery with manual prime. Advised changing reservoir resolved the issue. The device will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).